Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes d.4. Returned to manufacturer on: (B)(6) 2024 h.6. Investigation summary: bd received 65 samples for investigation. The samples were functionally evaluated for stopper issues and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when collecting a patient sample using bd vacutainer® k2e 7.2mg plus blood collection tubes, a stopper pop off occurred. The tube was upright when the event occurred. Evaluation of the remaining tray found some additional tubes that had loose tops. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when collecting a patient sample using bd vacutainer® k2e 7.2mg plus blood collection tubes, a stopper pop off occurred. The tube was upright when the event occurred. Evaluation of the remaining tray found some additional tubes that had loose tops. There was no health impact or consequences reported.